Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the drains and replaced the reagent preparation probe. The cse ran quality controls which resulted within range, and all precision and correlation testing passed. The cause of the discordant and inconsistent results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant and inconsistent results were obtained on four patient samples tested for calcium (ca) and phosphorous (phos) on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate vista instrument (dv310604), resulting as expected. Some of the replicates obtained on the same instrument (dv330224) matched the corrected results obtained on the other vista instrument, whereas some of the replicates obtained were discordant. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant and inconsistent results.